Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes that device was functioning appropriately during the patient last follow-up visit on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the patient¿s wife that the patient expired on (B)(6) 2016 due to a cardiac arrest. She is concerned that there may have been an issue with the transmission(s) and/or the function of the ICD. The ICD was explanted and was interrogated after the patient passing. The physician allegedly reported ¿faint handshake¿ between the device and transmitter and that there was intermittent communication with the transmitter since implant. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.